Manufacturer narrative:
Corrected g4.

Event description:
It was reported that the 8110 syringe module's pump would not engage. There was no reported patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 06/20/2004 to 09/30/2020. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the 8110 syringe module's pump would not engage. There was no reported patient involvement.